Event description:
A caller reported an occlusion alarm, but the specific alarm number could not be verified in the pump history. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined to provide further information.